Event description:
A vague report was received in which a colleague 3 infusion pump reportedly went into a failure code causing all three infusion channels to stop. According to the reporter, a pt had been transported to radiology for an unknown test. The pt was reportedly receiving medications on all three channels. Ativan (unknown conc.) At 1.5ml/hr, diltiazem (unknown conc.) At 9ml/hr, and nimbex (unk conc.) At 9ml/hr. Per the reporter, the pump alarmed "kvo" and reportedly when the nurse pressed the channel select key all three channels stopped infusing and the pump alarmed for a failure code "538" (audio circuit failure). Per the report, the pt then became agitated and was transported back to the ICU. The pump was turned off and on and the infusions were restarted using the same pump. It was reported that the pump then went into a second failure alarm and stopped infusing on all three channels. The pt was reported to be at that time in a "very poor condition" and a "code" was called. The pump was replaced and the infusions restarted some time during or after the reported "code" and it was reported that the pt returned to pre-incident condition. No add'l clinical details were able to be obtained. There was no report of pt injury.